Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged pump had a crack on the back of the pump casing, near the battery compartment and they received insulin obstructed alarm. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed for damage and indicated that the damage was not affected the pump¿s functionality. Troubleshooting was performed for the insulin obstructed alarm, which indicated that it was a past event and that the alarm had already been resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-1886 will be returned for analysis.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump received an unexpected insulin flow block alarm during the prime/seating test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and dat test due to insulin flow blocked alarm noted. The pump passed self test. History was download successfully using thumps software. No unexpected fatal alarms noted on history download. Insulin flow block alarm (confirmed) from dried insulin stuck on motor slide. The following were noted during visual inspection, missing serial number label, cracked battery tube threads, cracked case near belt clip rails, missing display window cover, cracked keypad overlay at select button. The unit p-cap / test reservoir locks in place properly. In conclusion motor drive anomalies and delivery anomies were unknown due to constant insulin flow block alarm (confirmed) from dried insulin stuck on motor slide. Unit was confirmed damage at battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.